Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump error 25 alarm was noted and low battery in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with minor scratched lcd window, cracked keypad at select button and cracked retainer.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the patient changed battery 5 times since last friday, and this was second occurrence. 10 min reset already had been done. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.